Event description:
It was reported that the customer has had 3.5 seizures with in the last 3 years due to hypoglycemia. It was reported that the customer experiences low blood glucose levels while sleeping. Unable to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).